Event description:
It was reported that during the procedure in the mid right coronary artery for treatment of a myocardial infarction, a non-abbott balloon was used to perform dilatation; however, the 3.0 x 28 rx promus stent system could not cross the lesion. Surgical intervention was required as no device was able to cross the lesion. Although there was a significant clinical delay in the procedure, the patient's condition is reported as good. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous and calcified which likely contributed to the reported difficulties. The reported failure of the promus stent delivery system (sds) to cross the lesion resulted in a delay in the procedure. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for stent damage and crimped stent profile. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.